Event description:
It was reported that the patient underwent device replacement. It was reported that the new device works perfectly and the "damaged" device will be shipped for proper inspection. It is unknown if both the lead and generator were replaced or whether only the lead or only the generator was replaced. Attempts to obtain additional information have been unsuccessful to date.

Event description:
High impedance was noted during review of programing history. A system diagnostic on (B)(6) 2011 showed high impedance, and subsequent system diagnostics though (B)(6) 2012 continued to show high impedance. A normal mode diagnostic on (B)(6) 2012 was within normal limits. The device was not programmed off. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.